Event description:
A malfunction alarm with code malf 12 was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and understood instructions to call back if the issue happened again.